Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a deviation between the stylus and display cursor and couldn¿t be calibrated. The xy printed circuit board (pcb) was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was repaired but still had the same issue in which it was unable to be calibrated. The programmer was returned for service. There was no patient involvement.